Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 100ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up.

Manufacturer narrative:
The reported complaint is not confirmed. A complaint sample is not available for eval. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A device history record review was conducted and confirmed that there were no deviations of nonconformances during the mfg process. Product labeling, material, and process controls were within spec.